Event description:
It was reported that the programmer housing was broken and an error was displayed indicating the battery was defective . The programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement reported.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to deviation found with the stylus tip and position of the cursor on the touch screen. It was also noted that the media door latch was damaged. The cord bay latch and keyboard front latch were broken. The bullets assembly were missing / broken. The cooling fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.